Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties and magnetic resonance imaging (MRI) preferences. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The patient was doing well post operatively. The ipg was retained by the facility and will not be returned for analysis. Electrocautery was used.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event